Event description:
Physician reported the drug pump was interrogated in 2007, and revealed a pump memory error message and stopped pump for 282hrs. Also reported was that the pt was asymptomatic. The physician indicated the pump was last changed with the programmer on 1/31/07 and a pump memory error was observed. Medtronic rep. Was there to assist with reprogramming, but pump alarm continued to sound. A stop therapy was not programmed at that time. Pt was sent home and pump continued to alarm. During the programming session, a therapy stop was programmed which cleared the memory error returning the pump to normal operation. Pt was being treated for non-malignant pain.

Manufacturer narrative:
This report is being sent following an internal audit.